Event description:
Per the clinic, the patient experienced poor sound quality and poor performance with the device. Open circuits were identified on 18 electrodes. Reprogramming attempts were made; however, the issue could not be resolved. Based on these findings, a decision was made to explant the device and reimplant the patient with a new cochlear implant; at the time, no surgery date had been scheduled. Subsequently, on (B)(6) 2026, the device was explanted, and the patient was reimplanted with another cochlear implant during the same surgical procedure.

Event description:
Correction: the correct date uf/importer became aware of event (f6) and date report sent to manufacturer (f13) is january 08, 2026; not january 13, 2026 as previously reported.